Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was checked into the emergency room (ER) and there was a right ventricular lead warning due to no capture. The lead was scheduled to be replaced. No patient complications have been reported as a result of this event.